Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: a review of the black box revealed 2 power on reset (por) events associated with battery changes. There was no damage found to the returned battery cap or cartridge cap; both were used to complete the investigation. The battery compartment was found to be cracked at the threads on the side and above the bumper grip. There was moisture and corrosion observed in the battery compartment and on the battery cap. The battery compartment was found to be leaking during a leak test. There were no power interruptions or any errors, alarms or warnings (eaw) that occurred during the investigation. The pump¿s cover was removed; there was no moisture ingress or any intermittent conditions found to the power pcb. The product performed within specification and the reported ¿power¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion found in the battery compartment. There was no indication of damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.